Event description:
It was reported that the hard drive had failed and as a result the field engineer was unable to boot the system up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.